Event description:
It was reported that calibration was normal but at the moment of stepping on the foot pedal on the "ready to cut" screen, a handpiece motor control error came up. Handpiece was changed and same error showed again. System was rebooted and surgery was completed without issues. Delay of less than 30 minutes was reported. Investigation results determined that black snap lock nut was broken causing the error.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual inspection was performed, which confirmed the reported event. The snap-lock nut was broken. This would have caused an error when the user started burring because the handpiece would not be able to properly move the drill for burring. This likely caused a handpiece jam (motor control) error. A review of log files confirmed that the motor control error was caused by the snap-lock nut. The root cause of this issue was found to be a mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.